Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/undefined impedances on the superior vena cava (svc) coil and a possible fracture. The svc coil was programmed off, and the lead will continue to be monitored. No patient complications have been reported as a result of this event.